Event description:
It was reported by service report that the head end of the stretcher would not raise. The customer could not determine if there was pt involvement of if there were adverse consequences to report.